Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the second obtuse marginal artery (om2) with no tortuosity, heavy calcification and 99% stenosis. On (B)(6), 2012, intervention was performed for this lesion. A non-abbott guide wire and a non-abbott 1.25 x 10 mm balloon did not cross the lesion due to heavy calcification. The non-abbott 1.25 x 10 mm balloon was able to cross the lesion, using a non-abbott support catheter, and pre-dilatation was performed. Then, additional dilatation was performed with a 2.0 x 15 mm non-abbott balloon. An intra-vascular ultra sound (ivus) did not cross the lesion, but a 2.5 x 18 mm xience v stent crossed the lesion and was implanted in the om2 at 10 atmospheres (atm) for 30 seconds. As the xience stent was not adequately expanded, post dilatation was performed with a 2.5 x 10 mm non-abbott balloon at 24 atm for 60 seconds. It was confirmed with an ivus that the stent was well expanded, and the procedure was completed successfully. No adverse patient sequela was reported. No additional information was provided.